Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the injector broke during use leading to prolonged surgery. No further information is available to rayner at this time. Rayner is following up with its german affiliate company to obtain additional information to facilitate further investigation of the event. Rayner has requested the return of the device associated with this event and is currently awaiting its return.

Event description:
On 16th march 2023, rayner received notification from its affiliate company in germany of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the injector broke during use leading to prolonged surgery.